Event description:
--

Event description:
Boston scientific received information that during a routine follow-up appointment, the impedance measurements on the right ventricular (rv) lead were greater than 2000 ohms. Additionally, the threshold measurements was 4v. It was noted that the measurements showed a gradual increase. No adverse patient effects were reported.

Event description:
Information was subsequently received that the lead was explanted. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that the systen engineer reviewed the information and concluded that most likely the issue was related to a change in tissue- lead tip interface.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the lead was severed 605mm from the tip and only the distal segment was returned. The lead body was deformed and curled, the lead had been pulled with force and then let go. The conductor coils were stretched and deformed. The insulation was cut and torn. The distal end of the proximal spring and the proximal end of the distal spring were separated from the insulation. The distal high voltage cable was wavy and looped through a couple of holes in the insulation. The proximal high voltage cable had been pulled proximally and was deformed. It appears that calcification had built up on the lead¿s distal tip creating a non-conductive barrier between the lead tip and the patient¿s tissue, thereby gradually increasing the impedance seen by the device over time. Some residual calcification remained on the lead tip when it was received. The residual calcification on the mesh tip, along with the information from field, and the data from the memory dump (from the device in the field), show that this anomaly is consistent with calcification build up on the lead¿s tip.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
--